Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered was used during a stenting procedure performed on (B)(6) 2009. According to the complainant, the stent was partially deployed. The physician attempted to reconstrain the stent but was unable to. Therefore, the stent was fully deployed. It was noted that the device was damaged approximately 10cm from the distal end. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(B)(4) - damage, internal/external.the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).